Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: february 14, 2008. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported that during a tibial nail procedure, driving cap with handle adapter seized on insertion handle; the impactor handle was cross threaded to the insertion handle. This incident was discovered after nail was fully implanted. Hospital representative and sterile processing department were unable to disengage both parts after the procedure. Procedure was successfully completed and no surgical delays were reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was completed: the driving cap was unable to be separated from the handle. No definitive root cause was able to be determined, however the failure mode is consistent with impaction while the driving cap was not fully threaded into the handle; the result of which would be deformed threads which likely led to the observed complaint condition. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.